Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported during reprocessing, the subject device's tube of the optics was damaged. There was no patient involvement.

Event description:
It was reported during reprocessing; the subject device's tube of the optics was damaged. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fibre bonding in the outer tube area (distal end); broken light guide bundle of the insertion section; broken video cable; the light transmission was not given or too low; and there were stripes in the image. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.